Event description:
Acct reported that while using the pressure injector in the computerized tomography lab, the septum on the injection site "blew out". No injury to pt or staff reported. Created a "mess".